Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, g3, g6, h2, h3, h6, h11. The products involved in the reported event were returned for investigation: a visual inspection of the bearing shows wear on the distal tibial face with two deep grooves as well as pitting and scratches, the femoral face has a deep rounded grove worn into the femoral face and part of the land area. The returned tibial tray and femoral component both have bone cement adhered to the back faces and signs of expected wear, scratches and lines on the bearing faces. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. Medical records were provided and reviewed by a health care professional. The review identified the patient underwent revision surgery and was converted to a total knee arthroplasty due to polyethylene wear and associated osteolysis. Intra-operative findings included synovitis and a cyst. The contributing factors for these findings remain unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that an initial right partial knee arthroplasty was performed. Subsequently, the patient has been revised and converted to a total knee arthroplasty, approximately eight years and five months post-implantation, due to poly wear and osteolysis. Intra-operative findings also included synovitis and cyst demonstrated on imaging. No complications were reported. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf uni tib tray sz c rm PMA; item# 154723; lot# 469410. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 681330. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, approximately eight years and five months post implantation, the patient underwent a revision due to poly wear and osteolysis. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.